Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call motor arm cannot communicate with the main arm and motor arm failed self test on the insulin pump. Customer¿s blood glucose level was unknown. Troubleshooting for the alarms were performed. Customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Unit received with operating currents within spec. Device passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error 3 or rf pic failed selftest noted. Hardware low level failures alarm confirmed in the insulin pump history due to broken traces on keypad assembly.